Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports that a syringe of juvederm volift with lidocaine had a defect; it was loose. Physician took out the syringe from the package, and when starting the injection, physician tried to aspirate, and the plunger came out of the syringe.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reports that a syringe of juvéderm® volift¿ with lidocaine had a defect ¿ it was loose. Physician took out the syringe from the package, and when starting the injection, physician tried to aspirate, and the plunger came out of the syringe.

Manufacturer narrative:
Device evaluation:one unused syringe of 1.0 ml was received with a tray, but without needle and cap. The plunger rod was disconnected from the plunger tip. There were only 0.8 ml of the gel remaining, as the gel had started to dry because the syringe had no stopper.

Event description:
Physician reports that a syringe of juvéderm® volift¿ with lidocaine had a defect ¿ it was loose. Physician took out the syringe from the package, and when starting the injection, physician tried to aspirate, and the plunger came out of the syringe.